Manufacturer narrative:
The cause of the peritonitis was reported to be due to use error, further described as due to a change in caregiver (previously reported as poor environment/source of water). On an unreported date, the patient began treatment for the peritonitis with unspecified antibiotics (doses, frequencies, and routes were not reported). Three weeks after the onset date of the peritonitis, the patient was recovered from the event and antibiotic treatment was discontinued on the same day. The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The patient was born on an unspecified date in 1961. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was due to poor environment/source of water. The same day as event onset, the patient was hospitalized for the event. Treatment was not reported. At the time of this report the patient outcome was not reported. Dianeal therapies were ongoing. No additional information is available.